Event description:
It was reported that the handpiece began leaking a watery fluid while the equipment was being tested. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the investigation details the reported condition of the device leaking could not be duplicated. There was no substance found on or in the device. Service completed any necessary maintenance and repairs.